Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii serial number (B)(4) by a zimmer biomet certified service repair technician on 13 may 2020 revealed that the device failed the test cut and the side plates needed to be updated to the newer side plates. Per sap, the repair of the device was not performed because the account did not approve of the repair. There is no current repair checklist. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event is confirmed.

Event description:
This device was returned only for preventative maintenance and there was therefore no event nor patient involvement. Evaluation of this device revealed that the device failed the test cut.